Manufacturer narrative:
The healthcare facility was outpatient urology center of (B)(6). The physician name is dr. (B)(6). Date of event: actual date of event is unknown.

Event description:
It was reported by the patient that he had underwent convective radiofrequency water vapor thermal therapy. Following the procedure, the patient reported that blood was present in his urine for the next 20 days. On day 21, blood clots were no longer observed in his urine. The patient also reported having to get up frequently during the night post-procedure which also started to reduce after 21 days. In addition, the patient reported experiencing frequent urination and urinary urgency which led to incontinence at times. As a result, the patient has started wearing diapers. No other patient complications were reported.

Manufacturer narrative:
The healthcare facility was outpatient urology center of dover. The physician name is dr. Vallorosi. B3. Date of event: actual date of event is unknown. The product was not returned; therefore, no physical analysis could be performed. A review of the device labeling was conducted. The direction for use list hematuria, urinary frequency, urinary urgency and urinary incontinence as a potential risks associated with this type of procedure. In addition, based on review of the information available and labeling, there was no evidence that the device was used or handled improperly. An evaluation conclusion code of known inherent risk of device was assigned to this investigation

Event description:
It was reported by the patient that he had underwent convective radiofrequency water vapor thermal therapy. Following the procedure, the patient reported that blood was present in his urine for the next 20 days. On day 21, blood clots were no longer observed in his urine. The patient also reported having to get up frequently during the night post-procedure which also started to reduce after 21 days. In addition, the patient reported experiencing frequent urination and urinary urgency which led to incontinence at times. As a result, the patient has started wearing diapers. No other patient complications were reported.